Event description:
MFR representative reported post surgery pt experienced paralysis in left leg. Surgery was uneventful. Post surgery pt could not move the left foot. Hcp removed lead. MFR representative reported pt is currently able to move both legs. The device was explanted and returned to the MFR for analysis.